Event description:
The account alleged the brakes would set but would swivel if the stretcher was pushed. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.